Manufacturer narrative:
(B)(4).

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the implant was removed due to bone loss and infection. Tooth site # 32.

Manufacturer narrative:
Zimvie complaint (B)(4). Multiple reports are being submitted for this event. E1: initial reporter¿s title is not provided / unknown.